Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The customer could not specify for how long the transmitter had been in use. No additional patient or event information was available. The customer replaced the transmitter to resolve the issue.